Manufacturer narrative:
Continuation of d10: product ID ped2-400-30 (lot: d024721). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a phenom 27 microcatheter that was ruptured and had resistance delivering a pipeline flex with shield. The patient was undergoing a procedure for flow diverter treatment of a right posterior communicating artery (pcom) unruptured saccular aneurysm the aneurysm max diameter was 3.3mm and the neck diameter was 5.87mm. Patient's vessel tortuosity was minimal. It was reported that the devices were prepared and catheter was flushed continuously with heparinized saline, as indicated in the instructions for use (IFU). It was noted there was no friction or other difficulty during delivery of the phenom microcatheter. However, the distal end of the phenom 27 microcatheter ruptured though remained intact. Due to the rupture, the pipeline shield got stuck in the catheter lumen at the distal rupture location, so it could not be deployed. The physician attempted to release the load in the system but it did not resolve the issue. The devices were removed together. There was no damage observed to the pipeline pushwire. Aside from the rupture, no other damage was noted to the phenom catheter. Both devices were replaced. Another manufacturer's catheter was used to deliver and deploy another pipeline to successfully complete the procedure. There was no harm or injury to the patient.